Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reported issue occurred during service. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the oxygen (o2) sensor on a 980 ventilator was not working properly. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. The covidien service engineer (se) inspected the device and verified the reported issue. The se performed a calibration of the o2 sensor and extended self-testing on the device and all tests passed.